Event description:
It was reported that an ilet insulin pump¿s touchscreen was nonresponsive at the slide-to-unlock screen, preventing access to therapy and prompting the user to switch to backup subcutaneous insulin; a blood glucose of 279 mg/dl was reported. Symptoms included hyperglycemia. Outcomes included interruption of insulin delivery and need for backup therapy. Investigation included user interview, review of device use and reported behavior, and request for device return for evaluation. Investigation of this case revealed a touchscreen malfunction that impeded user interface function; no alarms were reported. It was concluded that the device experienced a hardware screen failure that prevented normal operation and warranted replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.